Manufacturer narrative:
Device 1 of 1. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number: (B)(4).

Event description:
It was reported by the product end user that " when he uses the finger holes to separate and open the packaging the white paper split and tore in an uneven pattern making it impossible to open the catheters packaging without using scissors". The end user was unable to provide photographs depicting the reported complaint issue. No harm reported. The complainant could not provide the number of affected products and market units and stated, ¿this occurring for the past three (3) months for several catheters in several market units, total quantity unknown¿.